Event description:
An attempt was made to deploy a 3.0mm diameter x 30mm length endeavor sprint otw drug-eluting coronary stent in to a patient. The target lesion located in the prox lad was pre-dilated. Prior to this, two other endeavor rx stents were deployed to target lesion with no issue reported. However, it was reported that resistance was encountered during advancement of relevant device due to the stent "catching onto" the proximal edge of the previously deployed stent and that the relevant stent dislodged from the balloon against the guide catheter tip during withdrawal of the device. The dislodged stent was removed from the patient's body with a snare device. Communication from the field confirmed that a spiral dissection was observed in the lad. No other clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Results: previously deployed stent, guide catheter tip. Stent dislodgement, dissection. Conclusion: previously deployed stent/guide catheter tip. Evaluation summary: medtronic has received the relevant stent and its analysis has been completed. Five stent segments at one end of the stent were still intact although were pinched. The remaining segments were severely stretched and deformed. Visual inspection of the stent confirmed that all welds / struts were intact and there were not weld fractures or missing segments.